Event description:
A battery problem during biomed testing. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming.